Event description:
The complainant reported that a 73-year-old male patient with a past medical history of coronary artery disease, prior coronary artery bypass graft surgery, prior tissue aortic valve replacement, prior automatic implantable cardioverter-defibrillator placement, hypertension, hyperlipidemia, diabetes mellitus, atrial fibrillation, and possible congestive heart failure presented to the emergency department on (B)(6) 2025, with complaints of shortness of breath and generalized weakness. The patient was admitted with atrial fibrillation with rapid ventricular response, hypotension, and a non-st-elevation myocardial infarction. An echocardiogram demonstrated a left ventricular ejection fraction of ten to fifteen percent, a dilated inferior vena cava, and severe diffuse hypokinesis. The patient was taken to the cardiac catheterization laboratory on multiple occasions and on (B)(6) 2025, the patient was taken back to the cardiac catheterization laboratory for impella device insertion. On (B)(6) 2025, the patient¿s urine was noted to be discolored with visible particulate material described as ¿specks.¿ the patient was intubated and receiving continuous renal replacement therapy. An elevated lactate dehydrogenase level was noted, and there was concern for hemolysis. The impella device was repositioned, after which the urine returned to a yellow color and no additional particulate material was observed. Later that day, due to the patient¿s clinical acuity, he was transferred to another hospital. Upon arrival, the care team decided to escalate support to an impella 5.5 device. The procedure was attempted but was unsuccessful due to the patient¿s anatomy. The procedure was aborted, and given the patients acuity, the patient was canulated for venoarterial extracorporeal membrane oxygenation. No impella 5.5 device was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.